Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they sent a 5-fu cadd to the patient's home for a 46-hour continuous infusion. While the nurse started the pump, or while the pump was at home with the patient there were no leaks present on compounding. When the patient came back into the infusion center, it was noticed that the pump was leaking between the cadd tubing and cstd. It was found out that the patient dropped the cadd cassette. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D4: UDI updated to unknown no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.